Event description:
N/a

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. According to fse, there is no complaint from the customer and no dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the software of the newly arrived display motherboard of cardiosave intra-aortic balloon pump (iabp) could not be refreshed after replacement, and the motherboard was faulty. There was no patient involvement.